Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative educated patient on system memory reset and advised to close all other applications except the dexcom g5 application. No complaint device was returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6)2016 and did confirm the reported loss of connection. No additional patient or event information is available.